Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The reason for call was patient reported that they are implanted for both bladder and bowel and want so know which program to use or if there are separate programs for both. The patient reports that the bladder and bowel have different needs. The bladder needs more, but the bowel needs less and they have been struggling to find the right setting over the las couple of weeks, because their intestines had a big reaction to a stimulator adjustment. They have been in contact with their hcp who redirected them to manufacturer and the clinic has paged the rep 3 times on behalf of the patient. They also gave the rep's direct number to the patient and the patient has tried calling them today. The patient reports that they are retaining urine and on antibiotics and can't walk. The caller reports no falls or trauma. The caller reports that they need help because when they have a uti it goes downhill quickly for them. Advised caller that programs are very individual, and they just have to be tried to know which will work. The caller reports that they have tried all of that. The patient reported that the hcp advised them to go to the ER if needed. Reiterated to caller to seek emergency if needed. Reviewed with caller that diet or medications can sometimes impact symptoms and the hcp would be best to address this. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.